Event description:
Since 2012, I have had very bad abnormal bleeding. I only go about 10 to 15 days without bleeding. My bleeding is very heavy to the point of soft ball size blood clots. Also very bad pain in the lower pelvic are where the essure is located. If I move or stretch my pelvic area the wrong way I am on the ground in a ball. My husband and I cant even have intercourse, because it is too painful for me. (B)(4).